Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade of 4+. The patient was very sick and septic prior to the procedure. The patient could not tolerate the anesthesia. The physician cycled and used the grippers about 25 times forcefully. There was difficulty experienced grasping the leaflets. It was noted that both grippers were no longer functioning. The grippers were functioning during preparation and during testing in the left atrium. The device was removed, and the procedure was aborted. The patient¿s blood pressure and saturation were low, but it was believed to be due to anesthesia. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause of the reported positioning failure (leaflet grasping - clip not implanted), associated with difficult leaflet grasping, could not be determined. Without the device to analyze, a cause of the reported difficult to open or close (gripper actuation - both), associated with the inability to actuate both grippers, could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.